Manufacturer narrative:
(B)(4). Batch # 235a22. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damaged, with a reload loaded in the device and a second reload (b) present. The reload loaded had the proximal 6 drivers up without staples, the remaining drivers down with staples present, the swing tab in the locked position and the cartridge deck on the distal end was found to be damaged. The reload (b) 159a97 was received fully fired with the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy/small bowel resection on second firing the device got 1/3 of way and became stuck on tissue. It was removed and a new device was used to complete the case with no patient consequences.